Manufacturer narrative:
The device was received. Investigation is not complete. Event problem codes: the event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
During verification testing at the manufacturing facility, the device displayed e105 (audible alarm test-buzzer on/off) without sounding an audible alarm tone.